Event description:
It was reported that a pt had a novasure endometrial ablation (physician, location, date unk) and "the pt noted a uterine perforation and possible bowel burn". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received or device eval completed, a supplemental medwatch will be filed. (B)(4).